Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter an issue occurred during a sleeve gastrectomy procedure. There was a problem loading the device. The stapler cartridge did not fire although the green lights were on. A new product was used but the same problem occurred again. It is unknown how the case was completed. Patient status is unknown.